Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was noted to be at elective replacement indicator (eri) sooner than expected. Technical support was contacted, and they indicated the total longevity is considered normal, however there was possible premature depletion noted in the recent months. The device was deactivated and not replaced as the patient no longer has a pacemaker indication. The patient was stable with no consequences.